Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) evaluated the ventilator and discovered a leak from the pump. The se replaced the pump. All ventilator testing passed per manufacturer specifications at the time of service. The pump was returned to medtronic for further evaluation. There were metal shavings on the linkage arm of the pump upon arrival, indicating that there were shredded bearings. The pump was installed in a known good ht70 test ventilator and a circuit check was performed. The circuit check was passed by the device. A circuit check was performed again, and it failed when the pump locked up. The root cause of the failed circuit check was the shredded bearings. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator would not pass circuit check. There was no patient involvement with the reported event.